Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery. This report is filed on (B)(6) 2018.

Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted on february 12, 2018.

Event description:
Per the clinic, the patient experienced poor performance with device use. The implanted device remains. It is unknown if there are plans to explant and re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on june 03, 2019.